Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient wore the pump swimming that day and when the patient got out of the pool he noted the pump had lost power when he attempted to give a bolus. The patient reportedly disconnected from the pump and changed the battery, using a lithium battery and the pump failed to power on and had no auditory or vibratory functions. The keypad and audio bolus button was reportedly intact. The battery cap was reportedly secure without the yellow o-ring visible; however, the patient reportedly had not changed the battery cap in over one year. The owner's guide recommends changing the battery cap every three to six months. There was no reported damage or moisture in the battery compartment, and no cracks or fissures in the pump casing. There was no reported adverse event associated with this complaint. This complaint is being reported because the loss of power remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on 2012 with the following findings: information was not able to be downloaded from the pump because of moisture ingress. On examination, the pump was returned with visible moisture in the display screen. On testing, the pump would not power on and there were no vibratory or audible functions. A leak test was performed and a leak was found in the case seal. The pump cover was removed for investigation and revealed moisture in the pump. Functionality testing was not able to be performed due to internal moisture ingress.